Event description:
It was reported that, during a tka surgery, the drill foot pedal was not working as the port was loose on the side of the navio unit. The drill connector dress nut was loose. No lights were illuminated on the anspach console until after reinserting the drill a few times. The manual instrumentation was used for surgery, which was delayed less than 30 min. The patient was not harmed by the alleged malfunction.

Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. A complaint history review found similar reports, this issue will continue to be monitored. There was no serial number noted in the initial investigation documents so we are unable to conduct a device history record review as a part of the investigation. The surgical user's manual released at the time of the complaint provides instructions for the user for anspach drill use. This failure is an identified failure mode within the risk assessment. A relationship between the reported event and the device could not be established. A factor that could have contributed to the reported issue is if there was damaged to the connector of the drill or the connection port of the system. However, without the actual device, the reported problem was not confirmed. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed.